Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a field representative that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 530 mg/dl at the time of the call. The caller did not mention how they treated. The customer experienced symptoms such as nausea, vomiting, and stomach pains. The customer was wearing the insulin pump during the incident. The caller stated the pump was not alerting the customer when they were out of insulin and did not alert them during a self test. Troubleshooting was not completed as the customer was unwell. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The low reservoir alarm was set to 20.0 units. The low reservoir alarm functions properly when the units remaining in the status screen was at 20.0 units. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. (B)(4).